Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure when preparing the iol in the injector, the haptic presented an inadequate fold, despite several attempts. When attempting to insert the iol, the injector plunger did not propel it, and implantation was not possible. The surgery was completed with another unspecified lens on the same day using the same injector and cartridge. There was no patient harm and no patient contact.

Manufacturer narrative:
Additional information was provided in e.1.,h.3.,h.6 and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Returned photos show an intra ocular lens (iol) in a lens case base. The iol is not positioned correctly in the lens case, the lens is positioned with posterior surface up instead of anterior surface up in the iol case. One haptic is deformed or bent, the other haptic appears to be broken and is folded along the lens optic edge. The optic of the lens is pressed against lens case well posts. The optic edge appears to be damaged or nicked or chipped. The reporter stated the use of non-company viscoelastic 2%, this is not qualified for use with the associated iol model. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).